Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that undersensing was exhibited with the right ventricular (rv) lead, and far field r-wave (ffrw) oversensing was exhibited with the right atrial (ra) lead. The issue is being closely monitored, and both rv and ra leads remain in use. No patient complications have been reported as a result of this event.